Manufacturer narrative:
Explant about 18 months post-implant due to shortness of breath and thrombosis was reported. The valve was returned to abbott for investigation. The investigation in the returned valve showed tears in the sewing cuff. The outflow surface of cusp 1 was covered in its entirety by adherent brown material which limits the cusp mobility. There was a horizontal fold in the free edge of the cusp, creating incomplete coaptation. On the inflow surface there was a 4 x 4 mm focus of adherent brown material. There was patchy adherent brown material on the inflow and outflow surfaces of cusp 3 which do not affect the cusp mobility. There was patchy pannus formation limited to the sewing cuff. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported shortness of breath is likely related to impaired valve function due to organizing fibrin thrombus and adherent material limiting cusp mobility, along with a fold in the free edge contributing to incomplete coaptation. However, the cause of the reported thrombus formation could not be conclusively determined. The cause of pannus formation could not be determined. The reported hospitalization and surgical intervention were results of case specific clinical circumstances related to the valve explant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 29mm epic plus mitral valve was implanted 18 months ago. On (B)(6) 2025, the patient presented with shortness of breath. The transesophageal echocardiogram (tee) and computed tomography imaging showed thrombus. On (B)(6) 2025, the valve got explanted and a new non-abbott valve was implanted. The patient was reported stable and doing well.

Event description:
It was reported that a 29mm epic plus mitral valve was implanted 18 months ago. On (B)(6) 2025, the patient presented with shortness of breath. The transesophageal echocardiogram (tee) and computed tomography imaging showed thrombus. On (B)(6) 2025, the valve got explanted and a new non-abbott valve was implanted. The patient was reported stable and doing well.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.